Event description:
Clinical study: it was reported that 19 months after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.2mm, 80% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.75x16mm drug eluting stent. There were no complications. The patient was discharged the next day on plavix and aspirin. 19 months after the initial procedure the patient expired. In the opinion of the physician the cause of death was lung caner with brain metastasis and the taxus stent was not involved.